Event description:
New information received stated that the patient presented to the hospital for a atrial lead revision procedure on (B)(6) 2020. It was noted that the atrial lead had loss of capture and sensing and the pacing impedance was high and out of range. Fluoroscopy imaging revealed the atrial lead was detached from the atrium and was pulled back in the pulse generator pocket. The atrial lead was then explanted and replaced successfully. No patient symptoms were reported and the patient was discharged from the hospital following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinic observed the atrial lead exhibiting an acute increase in lead impedance and a loss of atrial capture and sensing. The patient reported experiencing a fall approximately two weeks prior to the in clinic follow up. The physician recommended a lead revision procedure but no changes have been made. The patient was reported to be in stable condition.